Event description:
Following an atrial fibrillation procedure, a pericardial perforation was noted in the recovery, room requiring a pericardiocentesis. It was thought that the perforation occurred after ablation, as the patient became hypotensive, and a tee revealed the perforation. A pericardiocentesis was performed which stabilized the patient.

Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed. Based on the information received, the cause of the reported incident could not be conclusively determined. Per the IFU, cardiac perforation is a known risk during the use of this device.